Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was reported that the patient was experiencing a feeling of constant stimulation that was causing neck pain. Tablet data was received indicating the device was functioning correctly. It was later reported that the patient was to be explanted, the reason was due to patient complaints of shocking periodically that did not resolve with output = 0ma. The device has been received by the manufacturer, but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. Based on the analysis, the device functioned as intended. No other relevant information has been received to date.